Manufacturer narrative:
Initial reporter's phone #: (B)(6). Investigation results: investigation summary: three pictures for were received for investigation. On visual inspection of the pictures received, an extra piece of stopper inside the syringe was observed. DHR of lot 1710262 was reviewed, no finding of any annotation or deviation regarding the alleged defect. The extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier. Investigation conclusion: defect: foreign matter- stopper. Incoming inspections are done periodically according to procedures. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Equipment of manufacturing line is regularly cleaned according to procedure: - once per shift or during any long stop of the manufacturing line. - always any kind of contamination or potential contamination is detected in areas in contact with the product. - during mechanical maintenance of the line. - also critical points: during programmed stops of molding machines. Root cause description: the extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure.

Event description:
It was reported that ¿black rubber¿ was found in a bd plastipak¿ 50ml concentric luer lock syringe following drawing up anesthetic induction agent. There was no report of injury or medical intervention.